Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer reported the i.v. Tubing separated from the male luer body (hard plastic proximal to luer lock) during infusion. There was no patient harm reported and no medical intervention was required. Although requested, no additional patient or event details were provided by the customer.